Event description:
A user report was received on (B)(6) 2015 with following content: a large diameter head size 44 (catalog and lot number unknown) was implanted in 2006 (exact date unknown) and has been revised in 2015 (exact date unknown) due to loss of function. Macroscopic, it has been seen worn of the cone (titan) caused by the head (steel). The cone of the head has only 40 percent left, thereof cone and head have disconnected.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Add'l info received on july 1, 2015. A function loss of prosthesis and a massive abrasion at the stem taper caused by the metal head were reported. Only 40% of the original taper was at place and the head disassociated from the stem. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received, therefore, the condition of the components was unknown. Patient factors that might affect the performance of the components, such as bone quality, activity level, type of activity (low impact vs. High impact) and relevant medical history were unknown. Adherence to rehabilitation protocol was unk. In conclusion, due to significant lack of info, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfmea which is available for every zimmer biomet hip implant and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed.